Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the blue plastic part that connects the metal of the bovie pencil to the white part of the pencil lit on fire like a lighter flame. The doctor blew the flame out and opened a new pencil. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. An electrode was also received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The visual inspection found no damage to the device. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device was plugged into a generator and activated normally. The device was hipot tested with satisfactory results indicating no electrical leakage. The investigation found the devices to function normally and within specifications. The instruction for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. The IFU states, both oxygen and nitrous oxide support combustion. Watch for enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Some surgeons may elect to buzz the hemostats during a surgical procedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. To minimize the risk, when using coated electrodes, place the edge of the electrode against the hemostat or metal instrument to assure a good electrical pathway. Do not activate the generator until the accessory contacts the instrument. Additional measures to minimize the risk of performing this technique are listed in the electrosurgical generator users¿ manuals. If information is provided in the future, a supplemental report will be issued.